Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The mitraclip ntr device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report difficulty removing the lock line. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. One xtr clip was implanted. The next ntr clip was implanted; however, approximately 10 minutes post deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment / slda). The xtr clip delivery system (cds) was advanced in an attempt to stabilize the slda clip. During deployment, the lock line was unable to be removed. The clip was able to be deployed and the cds was removed over the lock line. The lock line was then able to be removed. After removal, a knot was noted in the lock line. Three clips were implanted, reducing the mr to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Internal file number (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from the lot. All available information was investigated and a definitive cause for the reported lock line knot in this incident could not be determined. The difficulty to remove the lock line appears to be the cascading effect of the observed knot. There is no indication of product quality issue with respect to manufacture, design or labeling.